Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised the drive support cap was flush. Customer was advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had a loose motor. Customer noticed the drive support cap was coming out during prime. This occurred over a year ago. The customer's blood glucose was unknown. The customer was advised the insulin pump will need to be replaced.